Event description:
It was reported in a publication that a patient had a revision due to fracture of the stem. No further information was available.

Manufacturer narrative:
The device related to this complaint was not returned. [(B)(4)].